Manufacturer narrative:
In addition to b5, the following minor defects were identified: - scratches on various parts of the device - air/water, knobs, and scope cylinder discolored - forceps control lever deformed - elevator connector damaged - due to a crack on distal end, water tightness lost - due to wear of angle wire, the play of the knobs out of the standard value - light guide lens dirty - adhesive on bending section, light guide and objective lens detached/peeled - connecting tube and universal cord have coating peeling - distal end has foreign material or stain - distal end shaved - corrosion around left arm the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report there was foreign material on the forceps raiser of the evis exera ii duodenovideoscope. During inspection of the customer returned device, the event was confirmed and found to be due to incorrect reprocessing. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no report of patient injury.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The suspect device was returned to olympus for evaluation, upon further inspection the inside of light guide (lg) lens is dirty. It was also noted from the dr image, the dirt has adhered to the inside of the lens.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing around the forceps elevator by user after the procedure was inappropriate. It also likely the user did not conduct immediate reprocessing after the procedure, adhered foreign material to the forceps elevator was dried and adhered. Additionally, the dirty light guide (lg) -lens was dirty was due to the humidity entered the device from leaking point, which caused components under lg lens to corrode or, the corrosion product remained inside lens as dirt. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿(IFU (reprocessing manual) states on brushing method around forceps elevator as follows: 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet. 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.